Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and two (2) controllers were not returned for evaluation. Log file analysis revealed that con312529 was the patient's primary controller, initially in use at the time of the event. Log file analysis did not reveal any controller failed alarms within the analyzed period. Log file analysis pertaining to (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2021 at 20:39:08 and 22:48:53, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Analysis of the alarm log file pertaining to (B)(6) revealed a vad disconnect alarm logged on (B)(6) 2021 at 22:11:41, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller and/or the reported controller exchange. Log file analysis pertaining to (B)(6) revealed three (3) vad disconnect alarms, one (1) electrical fault alarm, and one (1) vad stopped alarm were logged on (B)(6) 2021. A vad disconnect alarm was logged on at 22:30:28. Prior to the vad disconnect alarm, the controller (B)(6) last had power on (B)(6) 2020. Additionally, review of the data log file pertaining to (B)(6) revealed that the controller was not in use prior to the vad disconnect alarm; the first data point with the pump connected since (B)(6) 2020 was logged on (B)(6) 2021 at 22:30:56, indicating that the vad disconnect alarm occurred during the controller exchange from (B)(6) to (B)(6). An electrical fault alarm was logged at 22:30:31 due to the rear stator not connected, resulting in the pump running on a single stator (front stator only). A vad stopped alarm was logged at 22:30:52, indicating that the pump failed to restart after several attempts. Two (2) additional vad disconnect alarms were logged at 22:34:53 and 22:35:58 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller and/or the reported controller exchange. As a result, the reported controller fault , electrical fault , and vad stop alarms were confirmed. The reported "controller failure" alarm was not confirmed; however, it is likely the observed alarms were perceived as the reported "controller failure" alarm. The vad was not in scope of fca cvg-21-q3-21. Applicable risk documentation, experience with events of similar circumstances and the available information were considered; a possible root cause of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the inte rnal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: vad hw22354 h3: yes h6: img code(s): g04105 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 controller 2.0 (B)(6) h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d15, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. The previous regulatory report was missing the concomitant products. D10/d11: concomitant medical products and h10 has been update with the information for the concomitant devices. Continuation of d11: cd3257-40 ICD - implanted (B)(6) 2013. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited controller fault alarm due to depleted internal battery. The second controller exhibited electrical fault alarm due to an incomplete insertion of the driveline connector into the controller. A vad stop alarm was heard while the vad was stopped, the vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided the patient information and the event description was updated. The ventricular assist device (vad) was added for the associated vad stop that occurred in the event. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 30-nov-2016 / serial #: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-nov-2014 h5: yes h6: patient ime code(s): (B)(6). H6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the details of the event and patient demographics related of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller exhibited a controller fault alarm and was exchanged. It was also reported that the backup controller exhibited a controller failure alarm and the backup controller was exchanged back to the primary controller. The ventricular assist device (vad) driveline was x-rayed and appeared normal and the primary controller was exchanged to a third controller. No patient complications have been reported as a result of this event.